Event description:
During troubleshooting, an issue with hemoglobin, hematocrit and red blood cell performance, the customer identified thirty milliliters of blue fluid was leaking from underneath the coulter lh 750 hematology analyzer and onto the countertop. The leak was not contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No death or injury was associated with this event. There was an exposure plan in place at the facility. The event being evaluated at the time, the leak involved, suspect hemoglobin and hematocrit patient results. The customer indicated that a patient complete blood count was being performed in automatic mode when it was observed that the hemoglobin and hematocrit patient results did not correlate. The hgb result was approximately 12.6 g/dl and the hematocrit result was elevated at approximately 76.0%. The red blood count was elevated at approximately 8 million. The sample was repeated twice with similar results. The customer did not provide actual patient results for this event. The suspect results were not reported outside of the laboratory and hence, there was no death, serious injury or modification to patient treatment associated or attributed to this event. No sample collection/handling information, specific patient information, actual patient results or additional instrument/parameter performance information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) found the leak due to the tube popped off from wire marker (wm) eight, on the blood sampling valve (bsv), for backwash of the aspirator probe. The fse trimmed the edge of the tubing and reconnected it to the wm8. Upon completion of the necessary and verified repairs the instrument was returned back into operation. The cause of the event was a detached tube on the instrument.